Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On an unreported date, the nurse reported the dialysis area was not clean before starting pd. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was that the area was not clean before starting pd. It was not reported whether the patient was retrained in aseptic technique. On (B)(6) 2010, the patient was hospitalized for the peritonitis and an effluent analysis and culture were performed. On (B)(6) 2010, the patient began antibiotic therapy with vancotech (2 grams, once a day, intraperitoneally), gentamycin (20 milligrams, once a day, intraperitoneally), amikacin (1 gram, once a day intravenously), netromax (1 gram, once a day, intravenously), cefoperazone (1 gram, once a day, tablet), and imipenem (1 gram, twice a day, intravenously). The outcome of the peritonitis was unknown. At the time of reporting, the patient remained hospitalized. Pd and antibiotic therapies were ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). As the lot number was unknown, a batch review was not performed. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. The root cause was determined to be user error. The labeling review found the patient at home guide to be adequate for the use error identified in this incident. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.